Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode recommendation for patients with 4 years or less remaining battery longevity to have prompt generator replacement. Patient had ~2 years remaining on [redacted]. Per patient request, pacemaker generator replacement was done [redacted].